Event description:
My 9-year-old daughter has type 1 diabetes. We utilize the dexcom g7 continuous glucose monitor (cgm) to view her blood glucose and determine insulin dosing. On the (B)(6) the cgm was reading in the 50s with trending arrow down. I provided 15g carbohydrates to my daughter and waited. However, her blood glucose continued to fall. The reading reached low (under 40) in approximately 30 minutes at which point I checked her blood glucose with a finger stick and glucometer. The glucometer read over 200. I double checked the number and received a similar result. The cgm continued to read low for the rest of the day even though we attempted to add calibrations. My daughter also uses the omnipod 5 insulin pump which relies on the cgm readings to provide her with her lifesaving insulin. In this instance, the pump was not giving her insulin because it assumed she was low. Had we not intervened and provided manual injections she would have been at risk of developing diabetic ketoacidosis. This is not the first time we've had similar problems with the dexcom g7. The product has consistent misreading¿s and adhesion issues. This devices is a necessary to keep my daughter alive. I believe there have been changes in manufacturing or oversight of this product and the company needs to be held accountable for the products. 228 blood glucose via capillary stick at 3:47p corresponding cgm value at the same time.